Event description:
The patient was undergoing a medical procedure using a velocity delivery microcatheter. After two successfully passes, the velocity microcatheter became fractured upon removal from the patient. There was no longer a need for the velocity microcatheter and the procedure continued. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
The velocity was fractured approximately 4.5 cm from the hub; the velocity was kinked approximately 2.5 cm from hub. The complaint has been evaluated. The complaint indicated that the patient was undergoing a medical procedure using a velocity delivery microcatheter. After the velocity was withdrawn from the patient and placed on a sterile table, the kink at the hub was noted. Once the tech placed it in the biohazard bag, it broke off. There was no report of an adverse impact on the patient. Evaluation of the returned device revealed a fracture in the proximal shaft. This type of damage typically occurs due to improper handling during use. If the device is manipulated at an angle while force is being applied, it is likely that damage will occur. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.